Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Reportedly, customer believes cannula was kinked, however, this cannot be confirmed. Bg was addressed via manual injections and an infusion set change. Reportedly, customer continued to use the pump for insulin therapy.